Event description:
Pt reported obtaining back-to-back blood glucose results, of 321 mg/dl and 62 mg/dl on the advantage test system, using strips that the pt states have an expiration date of 04/28/07, but per the batch record the strips expire 02/28/07. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.